Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a white "spot" was found on the bd microlance¿ 3 needle before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "there is a white spot on the cannula".

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a sample for catalog 300637 lot 171129 to investigate for this record. Visual examination of the returned sample shows the white foreign matter on the needle which consists of epoxy located along the cannula surface. As a result, bd was able to verify the reported issue. This issue occurred in the assembly process in which the adhesive is added to the hub because of some temporary stoppage in the process or a malfunction of the epoxy dosage machine. A higher quantity of epoxy was added to and fell down to the next cannula resulting in the observed issue. The device history review showed no indication of the alleged defect.

Event description:
It was reported that a white "spot" was found on the bd microlance¿ 3 needle before use. The following information was provided by the initial reporter, translated from german to english: "there is a white spot on the cannula."